Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the lad. Cec adjudicated the event date as (B)(6) 2018. Cec adjudicated non-q-wave mi (target vessel), 3rd udmi peri-pci - prox lad. Cec commented that side branch occlusion in the lad was observed. Enzymes were increasing prior to the procedure.